Event description:
It was reported that this right atrial (ra) lead was not attached properly in the patient's upper chamber. Additional information obtained from the field which indicated that the lead exhibited oversensing and loss of capture (loc) which lead to pacing inhibition. Moreover, there was also undersensing observed. It was found out that the lead had physical damage on the insulation and was fractured. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis revealed that the allegation failure-to-capture, oversensing, brady pacing not delivered when required, undersensing and lead fractured allegations were not confirmed based on normal lead resistance measurements, tests also showed no conductor issues. However, the insulation damage was confirmed. Visual inspection showed polyurethane tubing appeared cloudy distal to terminal boot. Noted outer insulation cut through from terminal pin likely explant damage.

Event description:
It was reported that this right atrial (ra) lead was not attached properly in the patient's upper chamber. Additional information obtained from the field which indicated that the lead exhibited oversensing and loss of capture (loc) which lead to pacing inhibition. Moreover, there was also undersensing observed. It was found out that the lead had physical damage on the insulation and was fractured. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis revealed that the allegation failure-to-capture, oversensing, brady pacing not delivered when required, undersensing and lead fractured allegations were not confirmed based on normal lead resistance measurements, tests also showed no conductor issues. However, the insulation damage was confirmed. Visual inspection showed polyurethane tubing appeared cloudy distal to terminal boot. Noted outer insulation cut through from terminal pin likely explant damage.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4) captures the reportable event of surgery.

Event description:
It was reported that this right atrial (ra) lead was not attached properly in the patient's upper chamber. Additional information obtained from the field which indicated that the lead exhibited oversensing and loss of capture (loc) which lead to pacing inhibition. Moreover, there was also undersensing observed. It was found out that the lead had physical damage on the insulation and was fractured. The lead was explanted. No additional adverse patient effects were reported.